Event description:
It was reported that the customer was hospitalized, due to hypoglycemia. The customer's blood glucose reading was 36 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump could not be rewound during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.